Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed multiple episodes or auto mode switching due to noise on the atrial lead. No intervention was reported. The patient was in stable condition and would continue to be monitored.